Manufacturer narrative:
Product event summary: the batteries (B)(4) were returned for evaluation. Log file analysis revealed that the controller, (B)(4), in use during the event date contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the batteries discharged as expected when in use. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), (B)(4) and (B)(4). The reported power consumption could not be confirmed; however, the recorded power switching was most likely perceived by the patient as the reported battery draining power. The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and bat teries. Additional products: battery/(B)(4). H6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 additional products: battery/ (B)(4). H6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 additional products: battery/ (B)(4). H6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system -battery, battery / (B)(4) / model #: 1650de/ expiration date: 2017-11-30, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-11-30. (B)(4). Heartware ventricular assist system -battery, battery / (B)(4) / model #: 1650de/ expiration date: 2017-11-30, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-11-30. (B)(4). Heartware ventricular assist system -battery, battery / (B)(4)/ model #: 1650de/ expiration date: 2017-11-30 UDI #: (B)(4). Device evaluation anticipated, but not yet begun, mfg date: 2016-11-30. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inconsistencies in battery power usage were noted. Devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.